Event description:
It was reported that there was loss of capture (loc) on the right atrial (ra) lead of this pacemaker system. A chest x-ray was done in clinic. During clinic visit, ra capture was restored at five volts. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker remains in service.